Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "not following aseptic technique, did not wear mask, did not clean the area before starting the pd, did not maintain hand hygiene and surgical drum was kept open ideally which should remain closed after autoclaving is done". The peritonitis was manifested by cloudy effluent, abdominal pain and fever. The same day as event onset, the patient was hospitalized and treated with heparin injection (2500 iu, once daily, intraperitoneal, discontinued), vancomycin injection (1g, stat, intraperitoneal, one dose) and piptaz injection (daily, intravenous, discontinued). The following day, the patient was treated with ceftazidime injection (1g, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. It was reported that it was attempted to re-educate the patient on pd procedure; however, the patient was not receptive to the suggestions. No additional information is available.